Event description:
The pt was treated for an abdominal aortic aneurysm with the gore excluder aaa endoprosthesis. Pt films revealed a distal type I endoleak from the right common iliac artery. It was reported that the endoleak has persisted beyond thirty days. No re-intervention is planned.

Manufacturer narrative:
H3: the devices remain functioning in the pt.